Event description:
The customer reported that insulin was leaking from the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir test. Reservoir passed per inspection. No leakage anomaly during filling. Reservoir connected and locked in place properly.